Event description:
The uretero-reno fiberscope was returned to the service center with a report of physical damage to the insertion tube, unable to straighten when angulation is operated. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, plastic distal end cover has corrosion was found to be most likely due to a degradation problem identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.